Manufacturer narrative:
Cont¿d from medical devices: 8015; (2)spm tubing; (2)8110; 8100; (2)pri tubing; therapy date (B)(6) 2018. The customer¿s report of an underinfusion was not confirmed. The pcu event log shows that the pump module was programmed at 6:29 pm on (B)(6) 2018 to infuse cisplatin ¿ platinol at a rate of 74.2ml/hr for 5 hours and 35 minutes (vtbi = 415ml) and ran until 2:12 am on (B)(6) 2018, when the device was channeled off. During this period, the vtbi was changed multiple times and the device ran at three different rates (from 74.2ml/hr to 75ml/hr and then to 100ml/hr). The volume recorded as being infused during this period was 605.324ml. The starting/ending volume of the fluid container cannot be determined through device logs. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported underinfusion was not identified.

Event description:
The customer reported that a 415ml infusion of cisplatin (55mg/ml) and mannitol (4.4mg/22ml) was programmed to infuse at 70ml/hr for 5.9 hours however the infusion did not complete until approximately 8 hours. There was no patient harm.